Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that about an inquiry about how this pacemaker was programmed as this device was not pacing and the rate was getting into 50 paces per minute sometimes. The field representative noted that the patient has not had this pacemaker checked in seven years. Boston scientific technical services (ts) noted that the device has been implanted since 2009 and it could be possibly at end of life (eol) in vvi50 and would not be able to capture. Ts discussed checking the device with a programmer to know the status of the device. The field representative will check the device and send more information. No adverse patient effects were reported.